Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".the hcp was unable to remove the sensor on the first attempt made on (B)(6) 2024 as the user indicated the sensor was in the incorrect arm. However, the sensor was successfully removed on (B)(6) 2025. The user is currently using the system with the new sensor and receiving up to date information. This incident does not require any further investigation.

Event description:
On 31 december 2024, senseonics was made aware of an incident where hcp was unable to remove the sensor on the first attempt made on (B)(6) 2024 as the user indicated the sensor was in the incorrect arm. However, the sensor was successfully removed on (B)(6) 2025. The user is currently using the system with the new sensor and receiving up to date information.